Event description:
It was reported that the patient was seen in clinic for low flow alarms that occurred while the patient was at home. Their log files also revealed that multiple pulsatility index (pi) events, two pump stops, and a backup battery fault had occurred as well. The issues were present while the patient's pump was connected to their power module. The issues appeared to be related to a problem with the percutaneous lead; however, the patient denied any lead trauma, significant weight loss, or any provocative events. The events occurred while the patient was in bed and asymptomatic. The system controller clock was reset and the internal battery was replaced. The patient's driveline was repaired onsite on (B)(6) 2022. A replacement percutaneous lead was provided and the removed lead was returned for evaluation. On (B)(6) 2022 at around 8:17 pm the patient had low speed events and pump stops after the driveline repair earlier the day. On (B)(6) 2022 at around 8:07 am another pump stop and low speed event occurred. These events were indicative that there was damage to the wire above the driveline repair site. The patient was kept on an unshielded cable patient cable and the alarms resolved.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported low speed events; however, evaluation of the submitted log file confirmed the reported these events. The submitted log files captured the pump operating at a fixed speed of 9800 rpms with a low-speed limit of 9400 rpms. The log file captured 44 low-speed operations on 08mar2022, 09mar2022, and before the clock was set while the patient was supported by the power module. The pump speed fell to as low as 0 rpm, and low flow and low speed hazards were active during the pump stop events. The pump stop event on 09mar2022 occurred after the driveline repair, indicating that the repair did not resolve the issue. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, this was not identified through the evaluation of the returned driveline. No other atypical events were captured. A distal-end driveline replacement was performed on 08mar2022 under work order and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The pins of the metal connector were unremarkable. Rescue tape was applied 1.5-4¿ from the metal connector. Upon removal of the rescue tape, a tear in the silicone jacket was observed 2.5¿ from the connector. Upon removal of the outer silicone jacket, the bionate layer was slightly discolored, however, no damage was observed. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 0-1", 2.5", and 3.5" from the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient was asymptomatic during the reported events and has been on an ungrounded patient cable without further issues. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27apr2018 under order. The heartmate ii lvas instructions for use (IFU), is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.